Manufacturer narrative:
Corrected data: after further review, it was found that the date in section h4 device manufacture date of the initial report was accidentally incorrect. The correct date is march 16, 2012. Consequently, this supplemental report is being submitted to update with the accurate information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the laser disabled during laser treatment with the liquid optic interface(loi). This issue occurred during laser treatment. The laser procedure was not completed successfully. There was no patient injury or surgical intervention needed. No further information is provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.